Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 281 mg/dl. The customer changed the tubing and the customer resumed insulin delivery. The bg level had lowered to 107 mg/dl. Reportedly, the customer was using u500 insulin.